Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump had a loose drive support cap. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, cracked display window, missing end cap sticker, loose and protruded drive support disk and cracked case near display window corners noted during visual inspection.